Event description:
It was reported that post a right internal carotid stenting procedure with a rx acculink stent, the patient experienced a stroke with symptoms of left hand weakness. MRI showed an acute right cortical infarction. There was no reported treatment given. The patient's symptoms resolved the next day and the patient was discharged home two days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.